Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed an infection on his left side of his chest. Antibiotics were administered with out success. The system was explanted and a new system was implanted on the right side. The patient was discharged home in stable condition.